Event description:
It was reported that this right ventricular lead was exhibiting oversensing with no pacing inhibition. Device interrogation was performed and troubleshooting measures were discussed. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).